Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 52/46 code l and a durom femoral component on the left side in 2008 (exact implantation date is unknown). It was reported that the patient was revised on (B)(6) 2015 due to pain, necrosis of the femoral head and fracture of the femoral component.

Manufacturer narrative:
The event is related to a breakage of the durom femoral component 46 code l. This product is not and has not been marketed in the USA. No similar devices are have been marketed in the USA. Please invalidate this case from your system as the implanted device is not and has not been marketed in the USA. There is no indication to file an MDR for this product. (B)(4).

Event description:
It was now reported that the implantation surgery of the durom femoral component 46 code l occured on (B)(6) 2008.

Manufacturer narrative:
It was not possible to review the DHR for durom femoral component 46 code l, since the lot number of the device is not legible. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure, that only products fulfilling the specification are sold. This procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. The compatibility check showed that the product combination was approved by zimmer. No trend identified. Review of incoming information: it was reported that a resurfacing articular hip replacement has effectuated in 2008. In 2013 the patient felt significant pain probably linked to a necrosis of the femoral head and to a rupture of the resurfacing femoral component guiding pin. In 2015 the cup was retracted and replaced by a total hip prosthesis. Clinical history: in 2003 posterior dislocation of the left hip with osteonecrosis, partial sequelae (abnormal condition resulting from a previous disease) of the femoral head. In 2008 functional degradation with clear limping and unequal length of the lower limbs (13 mm) justifying a total joint resurfacing type (durom prosthesis). In 2013 appearance of intermittent pain in the groin, preservation of good joint mobility and considering a possible fracture of the stem. In 2015 radiological confirmation of necrosis of the femoral head and of the fracture of the implant. Bone stock has been preserved. Surgical notes: the surgical note of the implantation surgery does not state any conspicuous inconsistencies and can be summarized as follows: coxarthrosis and posttraumatic necrosis are given as indication. A lateral anterior surgical approach was performed. The capsule is opened and the femoral head is dislocated. Reaming the acetabulum to size 52 and placing a durom cup which shows a good stability. The femur is prepared with cervical osteotomy and reaming of the head. A small amount of antibiotic cement is applied and the head is placed. Reduction of the hip showed a small anterior instability. The acetabulum is well positioned therefore a cam effect is assumed. The posterior cervical osteophytes are removed. Reduction showed a good stability. Capsule is closed and the radiographical inspection is satisfying. X-rays: two x-rays are at hand that were taken on 26 august 2015. One is a pelvic overview in ap and the other is the left hip in lauenstein position. On both x-rays it is clearly visible that the slim stem is not centered. There seems to be some lucency distal to the head and around the proximal region of the slim stem. However, without appropriate comparable x-rays it is unknown if the lucency rather developed before or after the fracture or was there already at time of implantation. Investigation summary: the durom cup and durom femoral component were revised after approximately 7 years and 1 month in vivo due to pain and a fracture of the slim stem. The slim stem of the femoral component is fractured due to fatigue. No defects on the retrieval that could have triggered or favored the fracture could be detected macroscopically. Based on the retrieval analysis it could be assumed that it came to an overload of the slim stem at one point in time which led to the fatigue fracture. Possible reasons for the overload of the slim stem for instance could be loosening of the femoral component or weakened osseous structure underneath the femoral component. It is unknown if the signs of loosening seen on the remained bone cement on the anchoring side of the femoral component developed before or after the fracture of the slim stem. The lucency seen on the x-rays could be an indicator for the weakened osseous structure. Without appropriate comparable x-rays this cannot be assessed further. In both possible scenarios the forces in the hip are transmitted to the slim stem. But the slim stem is designed as an alignment device and not to transmit force. This then may have resulted in the above mentioned overload of the slim stem. The cup is inconspicuous and the appearance of the articulation surfaces does not point to abnormal wear. It was not possible to determine the wear values of the pairing but the measured diameters are still within the manufacturing tolerances based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).